Event description:
It was reported that the patient presented in the hospital for post-operative check. During the check drop in sensing was noted. The lead was found to be dislodged which was confirmed upon chest x- ray. The lead was explanted and replaced. The patient was stable before, during and after the surgery.